Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Safety mechanism faulty came off the end of the syringe sliding up and locking into place at end of needle. Needle was exposed and created risk of exposure.